Event description:
*Us legal mdl* it was reported that, after a bhr right hip construct had been implanted on (B)(6) 2017, the plaintiff experienced severe pain, failed right hip resurfacing, stiffness, loss of mobility, elevated ion levels and metallosis. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The plaintiff's outcome is unknown.

Manufacturer narrative:
H10: internal complaint reference (B)(4). Section: h3, h6: it was reported that revision surgery was performed on the patient¿s right hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. In addition to this using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints have been identified for the devices involved. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. Although the implantation operative report indicated the bhr cup was implanted in the correct amount of anteversion and lateral coverage and was noted to be stable, the surgeon noted during the revision ¿the acetabular shell was almost straight vertical as well as significantly retroverted.¿ this indicates the implants may have migrated post-implantation and cannot be ruled out as a contributory factor to the reported pain, elevated ions, and pseudotumor. It cannot be concluded that the reported events/clinical reactions were associated with a mal-performance of the implant or implant failure. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.